Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The keypad cover is peeling and torn; the up button is intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: the keypad was observed to be fully intact, with no peeling or damage observed. The contrast, up, down and ok keypad buttons responded properly to testing. The keypad was removed to investigate and there was no evidence of keypad contamination under the contrast, up, down, and ok button contacts. The up, down, and ok keypad symbols were observed to be worn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.